Event description:
It was reported that the patient's right ventricular (rv) lead had increased impedance in the last six months. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01, ipg, implanted: (B)(6) 2014. (B)(4).